Manufacturer narrative:
On 11/26/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/20/2020, it was reported to mentor that the date of removal will be (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/18/2020, during the visual evaluation, an anomaly was observed on the anterior view of the device consistent with a crease/fold. A tear was also observed starting within the crease/fold and extending to the posterior view measuring approximately 8.5 cm. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the patient had undergone bilateral replacement with mentor memorygel breast implant 225cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the patient experienced bilateral capsular contracture baker grade IV and the patient had undergone bilateral replacement with unspecified implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the patient sustained a chest injury. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/31/2020, it was erroneously omitted to report that the patient was 65 years old. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and capsular contracture. (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 225cc and experienced sharp pain, soreness, and firmness, rupture and capsular contracture bilateral baker grade IV on the left side and baker grade ii on the right side. As a result, the patient had undergone removal on (B)(6) 2020. This medwatch is for the left breast implant.